Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device 2); an additional emdr will be submitted to represent the bard/davol bard flat mesh (device 1). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device 1). On (B)(6) 2011 - the patient had unspecified injuries. On (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device 2). On (B)(6) 2017 - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2011) is considered to be a best estimate. This supplemental emdr represents mesh ¿ composix kugel (device #2). An additional supplemental emdr was submitted to represent the bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device 1). (B)(6) 2011 - the patient had unspecified injuries. (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device 2). (B)(6) 2017 - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿the hernia sac and incarcerated omentum was dissected. A piece of bard flat mesh (device #1) placed and sutured securely.¿ (B)(6) 2011 - patient was diagnosed with recurrent incarcerated umbilical hernia thereby underwent open repair with the explant of bard flat mesh (device #1) and implant of bard composix kugel mesh (device #2). Per operative notes, ¿there was a new hernia just to left of the previously placed mesh (device #1). The adhesion was taken down and removed the previously placed bard flat mesh (device #1). A bard composix kugel mesh (device #2) was placed and secured it with sutures.¿ (B)(6) 2017 - patient was diagnosed with adhesions thereby underwent laparoscopic repair with the explant of composix kugel mesh (device #2) and implant of ventralight st mesh using echo ps (device #3). Per operative notes, ¿scar tissue was identified. The previously placed mesh (device 2) had pulled away from the abdominal wall. Lysis of adhesions was performed. A ventralight st mesh using echo ps (device #3) was placed into the abdomen and secured it with suture.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, bowel removal and herniation of omentum between the abdominal wall and mesh.